Manufacturer narrative:
Product analysis: after a general visual review and examination of the product, no damaged can be noted. The screws that would have held the product were not returned. Given the length of time implanted and the fact the DHR did not indicate a non-conformance, it would appear unlikely that a manufacturing issue caused the problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:cervical spinal stenosis, disc subsidence procedure: c5-6 cervical disc replacement it was reported that on an unknown date, post-operatively, the disc subsided. As a result, a revision surgery was scheduled for removal of the disc.

Manufacturer narrative:
Image review: post-op x-rays for c5-6 prestige show subsidence of the implant. On ap fluoroscopy, the graft appears to be seated off midline, and on lateral images, it does not appear to be placed posteriorly enough, where the front edge at the c5 osteophyte instead of the posterior vertebral body. If information is provided in the future, a supplemental report will be issued.